Event description:
It was reported by a customer that on (B)(6) 2011, there was diminished fiber vaporization at 8,556 joules. Per the customer, there was a flash and then loss of aiming beam. Additional info reported by the customer was during set up the aim test was performed and the beam was visible. There were no error codes that were displayed on the console when this event occurred. The user did not experience any injury from the use of the system. The pt did not experience any harm from the incident. The pt did not require any additional treatment due to the incident. The current status of the pt is good.